Event description:
On march 4, 2012, the lay-user/patient contacted animas alleging a short battery life issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a short battery life issue. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4), the lay-user/patient contacted animas alleging that the pump had a short battery life. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being ruled out as MDR-reportable due to the following conclusion: there was no reported patient impact associated with this complaint. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2012 with the following findings: a review of the black box history reveals short battery life. There was no damage found to the battery compartment or battery cap. The pump was tested for any power related issues. During testing, the 'replace battery' alarm was not duplicated. The rewind, load and prime steps were performed with no power loss issues. All current readings were found to be within specification. The pump case was removed and there was loose failure found in the printed circuit board (pcb). Use error contributed to the reported event. The alleged issue is not likely to cause an adverse event. This issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes the continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.